Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvad, vad-51479, and the reported events, as well as a specific cause for the patient¿s infection, could not be conclusively established through this evaluation. The hmii lvas IFU lists infection, renal failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provides information regarding how to prevent infection and the suggested response in the event an infection occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 6 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the patient was expired due multi-organ failure. Per report from healthcare provider, the patient was sent home on hospice with bacteremia and end stages of renal disease. The patient refused hemodialysis and experienced worsening heart failure. The device operated as expected. Prior to patient expiring, patient and family had implantable cardioverter-defibrillator (ICD) and left ventricular assistive device (lvad) turned off while on at-home hospice. The patient did not have an autopsy so the pump was not explanted.